Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the stand alone assembly was defective and the unit goes into intermittent stand alone mode. Replaced stand alone kit and interface board, tested ok. The replaced parts have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system would not fully boot up. The system displayed the message "initializing, please wait" and would not boot up past this point. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned stand alone kit failed bench testing. One of the fans on the heat sink is not functioning. The relay failed bench testing. Input 1 and 2 are shorted. The board tested,15 vdc present at tp 7, 113 vac present at tp 24 and 380v into board. Leds all functioning as expected. The varistor and fuses tested good. Medtronic investigation of returned mvs interface cable failed bench testing. Continuity test, opens between pin 9 on connector j2 to pin 21 lemo connector. Gbit test failed, lines 3,4,5 and 6 all open. 100t test failed lines 1 to 3 and 2 to 6 open.